Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush popped... Battery exploded - oral-b [device battery explosion] . Case narrative: consumer called and stated that the toothbrush popped and battery exploded. No injury was reported.